Event description:
A genesys hydrothermablator (hta) endometrial ablation system was used during a hydrothermablation procedure performed on (B)(6), 2012. (Patient ID, age, date of birth and weight are unknown). According to the complainant, the system went from the filling phase straight to the seal integrity check phase, skipping the diagnostic hysteroscopy phase. No alarm or error messages were generated during the event. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.